Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show no adapter disconnect with reload clamped as described in the reported condition. The handle was fired using both returned adapters with reload and it tested satisfactorily. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic roux-en-y procedure, while on tissue transection, the device¿s jaws locked on the tissue. In order to resolve the issue, a new handle was placed on the adapter to be able to open the reload and replace the one not working. No patient injury.